Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 283 mg/dl. A system check confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer changed the pump supplies and switched to humalog insulin to address the issue.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 283 mg/dl. A system check confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer changed the pump supplies and switched to humalog insulin to address the issue.